Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) turned off when the respirator turned on. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. The tse requested the surgeon to emergency power off (epo), the surgeon side console (ssc), and psc; however, the issue persisted. The ssc was showing the message "check red cable and power supply on psc." The tse asked the surgeon to check if there was power on the power outlet and to check the battery leds. All battery leds were off. Furthermore, the tse requested the surgeon to power on the psc in stand-alone mode, but the psc did not start. When the surgeon started the system, the battery leds were briefly on and then off. The procedure was converted to laparoscopic surgery with no patient harm, adverse outcome, or injury. The procedure was delayed for about 15 to 30 minutes. Isi contacted the site and obtained the following additional information regarding this event on 19-aug-2021: there were no issues noted during set up of the system. The system was successfully inspected prior to use. The patient was induced and intubated when the issue occurred. The psc was turned off and could not be restarted anymore. The procedure was converted to celioscopy.

Manufacturer narrative:
An isi field service engineer (fse) has contacted the site, but no site visit has been conducted. The root cause of the reported power issue remains unknown at this time. A log review was performed using system information - da vinci system sg932 and site name, data confirmed usage of the system for a procedure on the reported event date of (B)(6) 2021. The logs were reviewed and no error was seen. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted and could lead to an injury due to the patient's inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.